Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that decreased r-wave amplitude, increased capture threshold, and decreased pacing lead impedance were observed. X-ray revealed lead dislodgement. The lead was explanted and replaced. The patient was well before and after the procedure.